Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient reports not wearing a pod and continues glucose monitor due to their controller was in limited mode and their continues glucose monitor and pod were not communicating to show their blood glucose levels. The patients blood glucose levels had rose to over 400 mg/dl. The patient reports feeling sick to their stomach. Upon arrival at the hospital the patient was treated with intravenous fluids and insulin. The patient was in the hospital for 3 days.